Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported by the patient that patient felt a "very light pressure" in the area of the device pocket for approximately 20 minutes and then it stopped. Follow up with the physician's office disclosed the patient was seen and the device parameters were within normal limits. It was noted the patient had a high ventricular rate episode and noise was observed on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.